Event description:
(B)(4) received will be included with report. This is one of four reports for this event. Pt had developed ulnar neuritis with some bursitis secondary to deep implant of left distal ulna. The orthopedic surgeon recommended removal of the implant. The plate & screws were removed without difficulty. The pt tolerated the general anesthesia well.

Manufacturer narrative:
Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn the product is beginning the evaluation process. Additional info from the user facility report: d1: one third tubular locking plate. Orthopedic plate & screws. (B)(4).